Manufacturer narrative:
(H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified in an hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. *the following sections have corrected information: (h6) health effect - clinical code.

Manufacturer narrative:
Pending investigation. D10: 3536183 - 101-45-20 - 4.5mm drill bit 20mm. 4644738 - 188-01-05 - wedge plasma x/o sz 5. 4901074 - 170-32-00 - biolox delta femoral head 32mm od, +0mm 5140237 - 130-32-51 - nv gxl liner. Neutral, 32mm ID group 1 cups 5976951 - 180-01-50 - nv crown cup clstr hole 50mm group 1. S038559 - 180-65-25 - alteon 6.5mm screw, 25mm.

Event description:
It was reported that this female patient's left hip was revised approximately 4 years 4 months post op due to early poly wear. Revised to crown xle poly. Female patient was last known to be in stable condition following the event. Unable to obtain photos/x-rays. Product not returning - facility would not allow.